Manufacturer narrative:
Given the requested product was not received for investigation, retained test strip samples from the same lot reported by the customer 495v5h were tested with control solution instead. All control solution results were not within the range specification. Extended investigation was completed on the retained test strips and the results were reintegrated over 5 seconds and passed specification. The complaint is not confirmed.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint is not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reported reading was found in the meter's memory.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported receiving a low reading on a hospital adc blood glucose meter. A health care professional reported a patient's low reading of 67 mg/dl while being compared to a lab reading of 405 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There is no death, serious injury or mistreatment associated with this event.